Event description:
The pt developed diffuse lamellar keratits in the right eye after a refractive procedure. The flap was lifted and irrigated. The pt also received topical steroids and antibiotics. The condition has resolved with no further complications.